Event description:
It was reported that the balloon failed to deflate requiring additional intervention. The target location was located in the dilatation artery. A 5.0 mm x 100 mm, 135 cm ranger balloon catheter was advanced for dilation. During the procedure, the balloon never deflated. The physician attempted to burst the balloon but could not burst it and the balloon got stuck in an artery. The patient was admitted to the hospital and open-heart surgery was performed. The patient experienced anxiety as a result. The patient fully recovered and was discharged from the hospital the following day.

Event description:
It was reported that the balloon failed to deflate requiring additional intervention. The target location was located in the dilatation artery. A 5.0 mm x 100 mm, 135 cm ranger balloon catheter was advanced for dilation. During the procedure, the balloon never deflated. The physician attempted to burst the balloon but could not burst it and the balloon got stuck in an artery. The patient was admitted to the hospital and open-heart surgery was performed. The patient experienced anxiety as a result. The patient fully recovered and was discharged from the hospital the following day. The patient was admitted to the hospital for open surgery, not for open-heart surgery as previously indicated.